Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted on (B)(6) 2012 due to opacification of the lens. It is not known at this time whether the hydroview is model 1.0. Additional info was requested but has not been received to date.

Manufacturer narrative:
The device is an obsolete product no longer mfg by b+ l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.